Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the reporter. The endophthalmitis was resolved.

Manufacturer narrative:
The product was not returned for analysis, it remains implanted. Results from the product and sterilisation history records review indicated the product met release criteria. We are unable to confirm the reported complaint. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported a case of endophthalmitis after cataract surgery with intraocular lens (iol) implantation. A pars plana vitrectomy was performed. Additional information has been requested but not received. This is one of two reports being sent for this facility. This report is for the first patient.